Manufacturer narrative:
Image review: eight media files were provided for review. A fluoroscopic valve load inspection was performed and confirmed a good load. A pre-implant balloon dilation was performed prior to the valve implant attempt. It was reported that the valve was recaptured once due to a deep position, and an infold occurred during the subsequent deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. Furthermore, recapturing an infolded valve will not resolve the infold. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. There is evidence that a new valve was used for the implantation successfully. The patient¿s executive summary was not provided for anatomical review. Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure involving a 34 mm evolut fx system, the valve was loaded and the fluoroscopic loading check did not detect any issues. During implantation, the cusp overlap view showed that the valve was being positioned too low, so the valve was recaptured. However, during the recapture, the valve was pointing out in the ascending aorta. Then an infold was detected during the second attempt to implant the valve, prompting the decision to withdraw the valve system from the patient. Subsequently, another 34 mm evolut fx system was loaded and successfully used for implant. Additional information was received that it was difficult to recapture the valve. A procedural delay of 5-10 minutes occurred due to the infold and subsequent system exchange.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned to the galway product analysis lab loaded inside the delivery system. The valve was removed from the delivery system and forwarded to the santa ana product analysis lab. The valve was received fully submerged in cloudy solution inside an evolut jar with product identifiers marked off. The valve was discolored showing evidence of blood contact. The valve was returned in a crimped state with the inflow aspect showing a reniform appearance. All leaflets were in a partially closed position with gaps between the free margins. All leaflets were flexible and intact; no damages were observed. All commissures were intact. The valve was submerged in warm saline; frame expanded and crimped state resolved. There was no evidence of damages to the frame. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. At this point, the valve was fully recaptured. No anomalies were observed during the recapturing steps. Subsequently, a complete deployment of the valve was performed. No anomalies were observed during the deployment and recapture simulat ions. Additional observations: during the visual inspection, a white particulate was observed on the valve¿s outer wrap. Three additional white particulates were found inside the returned evolut jar. Note, per galway rpa lab, an in-house evolut jar (not original packaging jar of sn j270093) was used to return the valve to the santa ana rpa lab. The particulates were submitted for ft-ir analysis to identify their material composition. The particles were analyzed by fourier transform infrared spectroscopy (ftir) using a perkin elmer spotlight 200 microscope on frontier ftir and by scanning electron microscopy with energy-dispersive x-ray spectroscopy (sem-edx) using a hitachi s-3400 sem with an oxford x-max 80 x-ray detector. The compositions of four unknown particles were identified from the valve. The first particle had a primary composition of polypropylene. The second particle had a primary composition of silicone. The third particle had a primary composition of cellulosic material. The last particle had a primary composition of acrylic with styrene, titanium dioxide and salt. Other elements detected in the last particle were silicone, phosphorus, aluminum, calcium and iron. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure involving a 34 mm evolut fx system, the valve was loaded and the fluoroscopic loading check did not detect any issues. During implantation, the cusp overlap view showed that the valve was being positioned too low, so the valve was recaptured. However, during the recapture, the valve was pointing out in the ascending aorta. Then an infold was detected during the second attempt to implant the valve, prompting the decision to withdraw the valve system from the patient. Subsequently, another 34 mm evolut fx system was loaded and successfully used for implant.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-34; product lot/serial number: (B)(6); product type: heart valves; implant date: na product ID: d-evolutfx-34; product lot/serial number: (B)(6); product type: heart valves; implant date: na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.